Manufacturer narrative:
(B)(4). The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This report is filed because the deployed clip detached from one mitral valve leaflet, but remained attached to the other mitral valve leaflet and for the required intervention. It was reported that on (B)(6) 2016, the patient, with degenerative mitral regurgitation, underwent a mitraclip procedure. A prolapse and chordal rupture were present at the posterior 1/posterior 2 segment. Two clips were implanted, at the anterior 1/posterior 1 (a1/p1) and anterior 2/posterior 2 (a2/p2) leaflet segments. Transesophageal echocardiogram artifact made it difficult to see the leaflets after the first two clips were implanted. A third clip was also implanted at the a2/p2, to stabilize the prolapsed segment. However, the third clip detached from the anterior leaflet and remained attached to the posterior leaflet (a single leaflet device attachment (slda)). The decision was made to implant a fourth clip, to stabilize the slda. Post procedure, the mitral regurgitation was reduced from 4 to <1. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. All available information was investigated and the reported single leaflet device attachment (slda) appears to be related to patient morphology/pathology and user technique/procedural conditions. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device.

Event description:
Subsequent to the initial report, additional information was provided which indicates that the prolapse and chordal rupture were pre-existing patient anatomy. No additional information was provided.